Event description:
Information was received indicating that this syringe infusion pump exhibited a motor error and would not calibrate. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in used condition. The customer's reported problem was "motor rate error, fails calibration". The pump had cracked top and bottom cases. Inspection of the pump's event log revealed motor rate error in history. The customer's reported problem of "motor rate error" could not be duplicated as the size pot pin was broken off preventing the pump from running. The customer's reported problem of "fails calibration" was verified. Failure mode was determined to be broken/fractured - size pot pin. Root cause was determined to be user interface. The failure is a result of the customer interfacing with the product in a manner inconsistent with the IFU.